Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4) once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the fan tip comes off the pulsavac gun while using. There was no medical intervention. There was no harm and the patient did not retain a foreign body.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness was at the low end of specification. The event cannot be confirmed.

Event description:
There is no additional information.